Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-02774. It was reported that during an ipg replacement (se related manufacturing number 1627487-2021-13653) on (B)(6) 2021, one of the leads was accidentally severed by the physician. As a result, the severed lead was explanted and replaced during the same surgical procedure, resolving the issue. It is unknown which lead was severed, so both devices are being reported.